Manufacturer narrative:
Complaint conclusion: as reported, the deploy button on a 5f exoseal vascular closure device (vcd) could not be pressed. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. Excess force was applied in attempt to depress the button. The exoseal vcd was used in a trans-arterial chemoembolization (tace) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The patient¿s bmi was not greater than 40. Also, the exoseal vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. A 5f non-cordis catheter sheath introducer was used. There was mild access vessel tortuosity at the puncture femoral site, however there was no visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385059 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films/images, the cause of the reported event could not be determined. However, access vessel tortuosity was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the deploy button on a 5f exoseal vascular closure device (vcd) could not be pressed. Therefore, the product wasn't available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. Excess force was applied in attempt to depress the button. The exoseal vcd was used in a trans-arterial chemoembolization (tace) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The patient¿s bmi was not greater than 40. Also, the exoseal vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. A 5f non-cordis catheter sheath introducer was used. There was mild access vessel tortuosity at the puncture femoral site, however there was no visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.